Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2016 it was reported that the patient had not reached efficacy (his spasticity had not gotten better) since implant despite a great intrathecal baclofen trial to begin with and regular dose increases since implant. The patient then began experiencing flaccidness during sleeping times and increased spasticity during waking hours; it was positional. Thursday ((B)(6) 2016) a catheter dye study was done and then at midnight (B)(6) 2016 the patient experienced symptoms of baclofen overdose being completely flaccid and febrile which had come on suddenly. The patient was currently hospitalized. The programming post catheter dye study was confirmed as correct by the doctor. It was unknown if there had been any reservoir volume discrepancies. The physician was wondering if he should replace the pump.

Event description:
Additional information was received from a company representative and it was reported that everything appeared intact and normal during the dye study on (B)(6) 2016. It was unknown by this reporter if any additional diagnostics and/or troubleshooting had been performed. The patient was reduced back to 50 mcg/day on (B)(6) 2016. The cause of the patient¿s symptoms was not determined. This reporter was unaware if the patient¿s symptoms had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.